Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was up to 800 mg/dl with pain, memory loss, and ¿high¿ ketones. Ketone levels identified by their health care provider as life threatening. Customer went to the emergency room and was ultimately admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was release on (B)(6) 2023 and resumed insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.